Manufacturer narrative:
A ge service representative performed an on site investigation. Reviewed the error logs and no problem was detected. Normal operation was restored when standby switch returned to normal. However, found the key switch intermittent. Replaced switch and cable harness. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the motorized elevation function on the 9800 system was inoperative. There was no report of patient injury.